Event description:
Please note: this event just coming to light now. About two years ago, a mediport was unabled to be accessed about five months after insertion. A cxr indicated the catheter tip was over 1 inch from the mediport. During an attempted removal of the mediport, fluoroscopy showed the entire catheter present in the right ventricle. The patient was experiencing pvc's and was emergency transferred with a pediatirc transport team to a pediatric hospital for removal of the catheter from the heart.